Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to how they felt, and it is unknown whether the customer noted a trend arrow on the device. The customer reported falling out of bed and being unable to get up. The customer administered fast-acting insulin in response to high blood glucose readings. After an unspecified amount of time, the customer was transported to a hospital, where a blood glucose reading of 324 mg/dl was recorded; an additional value of 11 mg/dl was also reported, although the timing between readings was stated as ¿11¿ (unspecified whether hours or minutes). The customer was administered intravenous glucose and oral glucose by a healthcare professional (hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.